Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006letters.

Event description:
Customer reported that after testing his blood glucose with his freestyle freedom he obtained a "hi" message on the meter. He then treated himself within 15 units of insulin and started to feel "dizzy" and states he felt he lost consciousness a "little bit". According to the report the customer did not seek third party medical treatment and there is no diagnosis documented. A replacement product was sent to customer.